Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during dialysis catheter placement procedure, the tunneler allegedly had a break. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one tunneler and one plastic tunneler sheath in two segments was returned for evaluation. Visual and microscopic visual evaluation were performed on the returned device. The investigation is confirmed for the reported fractured tunneler and identified material separation as complete circumferential break was noted on the tunneler plastic sheath. Further, the edges of the break on both pieces of the plastic covering were jagged and the break surface appeared to be smooth. A definitive root cause could not be determined, excessive procedural force could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during procedure through central venous catheter placement, the tunneler allegedly had a break. The procedure was completed using another device. There was no reported patient injury.